Manufacturer narrative:
H.6. Investigation summary: one actual sample without package and one representative sample with sealed package was returned for investigation. A bd quality engineer inspected the returned units and could not identify any manufacturing related defects. The samples were subjected to the plunger breakout and sustaining force test. The product was within specification. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Based on the plunger breakout and sustaining force test result of sample returned, the plunger breakout force test was performed and determined to be 0.189lbf (actual sample) and 0.146lbf (representative samples) which had passed the product specification of 4.0lbf (max). The plunger sustaining force test was performed and determined to be 0.738lbf (actual sample) and 0.952lbf (representative samples) which had passed the product specification of 2.0lbf (max). H3 other text : see section h.10.

Event description:
It was reported that tight, difficult plunger movement was found in 2 syringes 5ml ls 21ga 1-1/2in tw before use. The following information was provided by the initial reporter: "the tightness of pushing the plunger."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tight, difficult plunger movement was found in 2 syringes 5ml ls 21ga 1-1/2in tw before use. The following information was provided by the initial reporter: "the tightness of pushing the plunger."